Manufacturer narrative:
Batch review performed on 17 june 2020: lot 175540: (B)(4) items manufactured and released on 15-dec-2017. Expiration date: 2022-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a loose patella resurfacing component. The surgeon revised the size 2 patella resurfacing component 2 years and 3 months after primary. The surgery was completed successfully.